Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 17-oct-2018 with the following findings: there were no power interruptions observed in the pump¿s black box. No damage was found to the battery compartment or cap. The pump was able to power on with no issues. The alleged power complaint could not be duplicated with investigation.